Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have difficulty reading the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd glass and missing segment partial display due to cracked and bleeding lcd glass. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents off no power test and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.